Manufacturer narrative:
No device has been returned. A field service engineer performed a site visit. No part replacement was required. The system was inspected, tested, and verified as ready for use.

Event description:
Intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: - davinci robot console was resetting during a surgical case during which the hospital was also having power blips. Due to issue, cholecystectomy was aborted. Additional information was obtained from the sites risk manager stating: from the notes she had she stated that the procedure was a cholecystectomy, the procedure was on 30-jun-2025 and was converted to laparoscopic surgery but the gallbladder was unable to be removed. She did not have any further information.